Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: biopsy due to suspicious findings. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast reconstruction revision with 175 cc mentor memorygel breast implant has experienced unspecified issues with the right implant postoperatively. Patient reported that a mammogram detected issues with the right implant, and further imaging with ultrasound and MRI returned with suspicious findings, however, patient reported experiencing no complications. As a result, the patient underwent additional ultrasound breast scan and a biopsy on (B)(6) 2020. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. In the absence of clarifying information, it is unclear what the issues may be or whether the unspecified issues are related to the device. Mentor is cautiously considering the biopsy additional surgical intervention, as a result, this will be conservatively reported to FDA.